Event description:
It was reported that a minicap transfer set leaked; further described as ¿the clamp has been closed correctly but was still leaking¿. This was observed during use of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.